Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. An unrelated issue was found and corrected. The device passed all testing. The reported event could not be duplicated.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use a ventilator was displaying patient breathing rate in the 30s when they were not. The patient was transferred to a different ventilator and the patients rate immediately came down. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.